Event description:
It was reported that stent damage occurred. A 2.75x12mm promus element plus drug-euting stent was selected for use. However, it was noted that the stent could not pass along the wire and the stent struts were damaged. Another type of stent was passed smoothly across the wire with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.75x12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on proximal and distal regions with struts lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. There was no issues noted while loading the device onto the recommended 0.014 inch guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75x12mm promus element plus drug-euting stent was selected for use. However, it was noted that the stent could not pass along the wire and the stent struts were damaged. Another type of stent was passed smoothly across the wire with no patient complications reported.